Event description:
It was reported that the balloon exploded. The target lesion was located in the superficial femoral artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a leg percutaneous transluminal angioplasty. During procedure, it was noted that the balloon exploded at 4atm within the normal pressure range. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in mildly tortuous subclavian artery. The balloon was slowly inflated for more than 20 seconds until it reached 4atm but the balloon ruptured upon first inflation. The device was removed as soon as the contrast medium was found leaking through fluoroscopy. The patient condition was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon a longitudinal tear beginning approximately 5mm proximal of the distal markerband and extending approximately 2mm proximately. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon exploded. The target lesion was located in the superficial femoral artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a leg percutaneous transluminal angioplasty. During procedure, it was noted that the balloon exploded at 4atm within the normal pressure range. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in mildly tortuous subclavian artery. The balloon was slowly inflated for more than 20 seconds until it reached 4atm but the balloon ruptured upon first inflation. The device was removed as soon as the contrast medium was found leaking through fluoroscopy. The patient condition was fine post procedure.

Event description:
It was reported that the balloon exploded. The target lesion was located in the superficial femoral artery. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a leg precutaneous transluminal angioplasty. During procedure, it was noted that the balloon exploded at 4atm within the normal pressure range. The procedure was completed with another of same device. No patient complications were reported.